Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. Analysis inspected the insulin pump and no trace of moisture damage found on the electronic or motor assembly. The insulin pump had cracked case on all corners of display window, broken reservoir tube lip, cracked battery tube threads and scratched on display window noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump was dropped and got exposed to moisture. The customer's mother reported that they received an alarm. The customer's mother reported that the buttons were working intermittently. The customer's blood glucose was 319 mg/dl at the time of incident. The customer's mother stated that they were unable to clear the alarm. The insulin pump will be returned for analysis.